Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pacing problem, loss of capture. It was also reported that the right ventricular (rv) lead dislodged and dropped from a high septal placement to just beyond the tricuspid valve. The ipg was explanted and replaced. The rv lead was repositioned. No patient complications have been reported as a result of this event.